Event description:
Customer reported aviva system blood glucose results of hi, which on the aviva system indicates a result in excess of 600 mg/dl, and 187 mg/dl within 10 minutes. No adverse event reported. A request was made for the return of the system, replacement was sent.

Event description:
Customer reported the system is fluoroing but no image is displayed on the workstation monitors. No patient injury was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer is not currently on any medications for her diabetes.